Manufacturer narrative:
Because the device was not returned to the manufacturer for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause. The DHR for lot cf1310919 was reviewed and no non-conformances were found.

Event description:
Reported that when priming tubing the user noticed leak at the end of tubing by blue connector. No other information was provided, and no injury to a patient was reported. (B)(4).